Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Date of event - around (B)(6) 2018. UDI #:(B)(4). The device history record (DHR) for 00515048601 lot number z000012506, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 15 january 2019, it was reported from (B)(6) that the blue plastic piece in the front that should lock the tip locks up constantly. It will not keep the tip in place. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. Photos of the device were provided by the account, however. The photos indicate that the a device had a gap in the handplace seam and the tip lock was not properly retained. These photos confirm the reported event. While photos returned from the account confirmed that the 00515047501 tip lock had detached from the gun, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. H3 other text : device photos provided for evaluation

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a hemi hip prosthesis operation the blue plastic piece in the front that should lock the tip locks up constantly. It will not keep the tip in place. They had to hold the tip by hand which gave a lot of water splash. Delay was "likely" but unknown. No additional adverse events were reported.